Event description:
It was reported that a user contacted support to state a blood glucose of 197 mg/dl after forgetting to announce a lunch meal while using the ilet system; education was provided that the ilet would adjust insulin delivery to address the post-meal rise, and the user acknowledged understanding. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting with education on appropriate use, specifically meal announcement practices. Investigation of this case revealed no device malfunction and that the event was consistent with a missed meal announcement leading to elevated glucose that the system would address per design. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a use error due to a missed meal announcement.